Manufacturer narrative:
(B)(4). A direct relationship between the device and the reported event could not be determined through the evaluation of the pump. The device was returned with the percutaneous lead (lead) cut approximately 2" from the pump end bend relief and the external portion of the lead was returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) and sealed outflow graft were returned. Examination of the sealed inflow conduit found a deposition of blood admixed with a soft, yellow deposition in the inlet tube, a collapsed biological lining, and blood in the inlet elbow. A similar lining and deposition were also observed in the sealed outflow graft and outflow elbow. Examination of the pump blood-contacting surfaces found a collapsed biological lining that entered all three vanes of the inlet stator. The lining extended through the pump and exited all three vanes of the outlet stator. The observed depositions and biological lining appeared consistent with poor surface washing resulting from an interruption in flow. Due to the lining appearing to have been a single, continuous formation through the pump prior to disassembly, and visual inspection of the rotor and blood tube found no contact marks to indicate the deposition was present during pump operation, the observed lining did not appear to have formed during support. The evaluation could not conclusively determine a specific cause of the depositions, and a correlation to the reported event could not be determined. Visual inspection of the pump bearings and bearing cups found no anomalies. Examination of the returned portions of the lead found them to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was in house with an elevated ldh, he was scheduled for a pump exchange due to pump thrombosis, the night before operating room date he bled. The pt had been therapeutic on coumadin as outpatient. When he came in we started heparin and continued coumadin and he remained on aspirin. Ptt was never greater than 70. We did a craniotomy to decompress but started to hemorrhage. The pt was awaiting transplant. The pt subsequently expired and the pump was explanted and was sent back for analysis.

Manufacturer narrative:
The device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.